Manufacturer narrative:
This was determined to be supplemental information to MFR. Report # 2916596-2024-02946. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a damage along the bend relief of their primary system controller on the white and black cables. One of the tears on the white power lead had green appearing residue which looked like water ingress. The patient reported good compliance with shower bag to avoid any water damage. The controller was exchanged. The log file contained no unusual events.